Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime/compromised force sensor system or verify excessive no delivery alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump had unresponsive and sticky buttons. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had no delivery alarm. The insulin pump will be returned for analysis.